Event description:
Rn placed a 24 ga 3/4" catheter in the lt basilic vein, verified placement with ns flush and began IV infusion of rocephin 1 gm x 5 days per md order. Twenty five minutes into infusion, lt arm began to swell, redden, become tender. IV antibiotic stopped, vss without change, and good blood return noted in extension tubing. Pt had had im rocephin the previous day without problem. IV pulled out and ice placed on area. IV restarted with a different 24 ga 3/4" catheter and secured with bandage. Placement verified with nss flush. Pt returned next day, 9/7/96, for IV assessment. Dr was notified and aware of catheter reaction.